Manufacturer narrative:
The customer's lancets were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation is lay user/patient.

Event description:
The initial reporter stated he attempted to break the seal on the lancet cap and broke the cap, leaving the lancet needle exposed.

Manufacturer narrative:
The customer returned 1 damaged accu-chek safe-t-pro plus lancing device (lot unknown). The reported failure of cap has broken off the device and the lancet is exposed could be confirmed by visual inspection. The investigation with the microscope show signs of customer action. Scratches and pressing signs at the sample show the usage of a tool. Due to this the lancing device was damaged and could not be used anymore. The lancing device was damaged by customer. The production process has been reviewed and no abnormalities were observed that could cause the issue. Therefore, the damage to the housing was caused by external force by the customer. Medwatch fields d10 and h3 have been updated.